Event description:
Alk negative anaplastic large cell lymphoma after breast implants for reconstruction from breast cancer. Dates of use: (B)(6) 2007. Diagnosis or reason for use: replacing saline implants/ 1 rupture. Mentor silicone breast implants put in on (B)(6) 2007, right breast removed on (B)(6) 2008, replaced same day with mentor silicone implant. Removed both on (B)(6) 2008 via radical mastectomy. Four wrong diagnoses of breast cancer made, 9 weeks after mastectomy alcl diagnosis made. Treated with very high dosing chemo, several kinds, stem cell transplant, add'l chemo and radiation. Event abated after use: no. Event reappeared after reintroduction: yes.